Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a battery leaked in the battery holder, the rubber encasing of the patient cable is loose, the battery door is cracked.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number (B)(6) returned for routine maintenance where various damaged was confirmed. (B)(6) was observed to have a loose rubber component around its patient cable lemo connectors, a crack in its battery door, and corrosion from a battery leak within its battery holder upon arrival at the european distribution center. The mpu¿s patient cable, battery door, and battery holder were all replaced with new components. Then, the mpu was functionally tested and performed as intended. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the mpu was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 3 ¿powering the system¿) instructs users not to damage the mpu¿s batteries and to not mix old and new battery types in the mpu, as either of these could lead to battery leakage and damage the patient and/or the mpu. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.